Event description:
It was reported that patient received inappropriate hv therapy for svt. Reprogramming changes were made and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.